Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011 including a percutaneous lead. It was reported the pt's lead had migrated. The pt's doctor explanted and replaced the lead with a different model to reduce the possibility of migration.